Event description:
On (B)(6) 2016, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2018, a computed tomography (CT) scan revealed abnormal tilting of the filter of over 20 degrees. It was also noted that multiple struts were perforating the ivc wall up to 4mm and the ivc struts extended and abutted the third portion of the duodenum and aortic wall. There was no evidence of migration, fracture or stenosis.

Event description:
On (B)(6) 2016, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2018, a computed tomography (CT) scan revealed abnormal tilting of the filter of over 20 degrees. It was also noted that multiple struts were perforating the ivc wall up to 4mm and the ivc struts extended and abutted the third portion of the duodenum and aortic wall. There was no evidence of migration, fracture or stenosis.